Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. No unexpected replace battery now alarms, battery drained messages, replace battery alerts or power lost alarms noted during testing. No pump error alarms were present in the pump history file. No unexpected low battery alerts were present in the pump history file. Pump error and pump error limits were in specification, however the power management graph indicated connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. Unable to perform displacement test and occlusion test due to missing retainer. Pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm and low battery alarm. The customer's blood glucose level was 18 mmol/l and treated it with bolus. The customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.